Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced diaphragmatic stimulation. It was also reported there was perforation and dislodgement of the right ventricular (rv) lead which resulted in high thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.